Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had detached from the pod. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient requested assistance to set up a new pod, however during the process of activating the pod, she pulled out the tab and the cannula came off from the device and could not be used.

Manufacturer narrative:
The device was received not deployed. Upon opening the device, the soft cannula was confirmed to be fully retracted in the undeployed state. The soft cannula measured to be the correct full length according to specification. The download data showed that the device was deactivated at the end of the first priming sequence. Because the device was deactivated before the second priming sequence, the needle mechanism never deployed, and the cannula remained fully retracted inside the device in the undeployed state. No damages or defects were observed that would result in the cannula breaking off or detaching.